Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: primary osteoporosis type of fracture-compression fracture procedure: balloon kyphoplasty (bkp) level implanted: l5 it was reported that the patient underwent a kyphoplasty procedure in which cement was implanted in the patient successfully. Post-op, on (B)(6) 2012, it was reported that patient¿s nrs (numeric rating scale) score worsened.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.